Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, low battery alarms due to unresponsive button. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and random no delivery alarms. The blood glucose at the time of the incident was unknown. The customer the device will be returned for analysis. The customer also reported that buttons less responsive and sometimes has to press buttons more than once. The customer also reported that scratches on the screen and insulin pump had rejected new battery. The customer declined troubleshooting. The insulin pump will not be returned for analysis.